Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Operator of device are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 07-jul-2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Replaced the dso (downstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01. D4: correction: model number: 2120.